Event description:
The customer reported a loss of live image and x-ray functionality. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage tank, x-ray tube, high voltage cable, filament driver board and snubber board were replaced. The system was tested and found to be working as intended and put back into service.